Manufacturer narrative:
Zoll has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and intravascular temperature management was needed. A zoll catheter was inserted into the right femoral vein by an experienced physician. Thirty (30) hours after insertion of the catheter, the start-up kit (suk) top cap was coming loose from the air trap polycarbonate tubing and fluids were noted on the air trap holder. An error message was displayed on the console. The exact error message was not reported. The start-up kit was replaced to continue with the treatment. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No patient consequences reported.